Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-25332 and 2032227-2015-25330. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that on (B)(6) 2015 the insulin pump was alarming no delivery. Customer stated the alarm was resolved by a complete set change. Blood glucose was over 300 mg/dl; she treated with manual injection. Customer stated she contacted her doctor regarding the unexplained high blood glucose. The customer also mentioned that she was hospitalized due to having a gastric bypass surgery on (B)(6) 2014. Blood glucose was in the 200 mg/dl range. The customer also stated that the insulin pump was exposed to moisture on (B)(6) 2015. Customer was unable to troubleshoot for no deliveries due to not having the insulin pump at the time.